Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there was no power, and the screen was black. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was offline and not powering on. The field service engineer isolated the main unit from the auxiliary, and the main powered on successfully. Further isolation of drawers in the auxiliary did not resolve the issue. The fse replaced the auxiliary interface board, but the station still did not power on. The external pyxibus cable was also replaced without success. The tower was then connected directly to the main unit, but the issue persisted. Finally, the communication sled was replaced, and the station rebooted successfully. All drawers were verified, and the customer was allowed to access the pyxis. Functionality was tested and confirmed. The system functioned as intended after the field service engineer repaired the device.